Manufacturer narrative:
Investigation is not complete. The reporter was contacted and info on reprocessing of the device was requested; however, the info was not obtained. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported no flow. The soluset was being used to deliver an unspecified concentration of norepinephrine, at an unspecified rate, via gravity. After an unspecified length of time, it was reported that the float valve of the soluset remained in the closed position. The customer contact reported that the pt's blood pressure decreased to a reported "55". It was reported that the healthcare provider manipulated the soluset and the float valve opened. The customer contact reported the pt "recovered"; however, no specific details were provided. The customer contact indicated that there was no adverse pt event or critical delay in therapy. No medical interventions were required. Though requested, no add'l info was provided.